Event description:
During a standard dental treatment the head of the handpiece got hot but did not cause any injury. Dental office does not recall the name of patient to pull the file, hence data supplied are only approximate information.

Manufacturer narrative:
The analysis did show that the bearings have been gritty and the rear bearing has been coming apart. The heat up of the head was reproducible during a short test run. The condition of the bearings is due to a normal wear process. The user instruction requires a visual and functional test prior instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. Reported due to the 2 year presumption rule.